Manufacturer narrative:
H1 - type of reportable event: malfunnction corrected to serious. Claim #(B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od). High vault and iridocorneal touch is reported.